Event description:
It was reported that a female patient underwent primary breast augmentation with two 250cc mentor memorygel breast implant s. Post-operatively, the patient was diagnosed with bilateral breast capsular contractures (baker grade iii). As a result, the patient underwent bilateral implant removal surgery on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 2, 2022, mentor became aware that the patient's implants were replaced with the following devices: (left) 170cc mentor memorygel breast implant catalog: 3507170mc lot: 9662851 sn: (B)(6) and (right) 190cc mentor memorygel breast implant catalog: 3507190mc lot: 9563115 sn: (B)(6).